Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. A review of the event history log identified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the assignable cause was determined to be that the minimum drain volume percent was set too low. Homechoice apd systems trainer¿s guide gives a warning that "if you set the minimum drain volume% too low, an incomplete drain could result for the patient. This could cause an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2014 at 09:52:30. During night drain cycle four, the patient's ultrafiltration reading was 1440ml, indicating the home patient drained 1440ml more than their maximum programmed fill volume of 500ml. No further information was available.